Event description:
It was reported that after an unknown da vinci assisted surgical procedure, the patient experienced bleeding from the staple line after using a unspecified sureform stapler instrument. The following information is unknown: the event date, the procedure name/type, the procedure outcome, what tissue was involved with the staple line bleed, the estimated blood loss associated with the complication, and what medical intervention (if any) was rendered due to the staple line bleed. It is also unknown if the patient sustained any intra-operative complications and if the customer experienced any issues with the stapler instrument(s) or reload(s) during the procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive any product that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient information provided.